Event description:
Unit underfilled one final container. This was based on visual observation that bag did not appear as full as previous bags. He then weighed the bag and it was at least 500 grams lighter than the previous bags, which had been programmed to contain the same admixture. The individual station programmed volumes delivered displays were in agreement as were programmed total volume and total volume displays. The bag was discarded so there was no pt involvement. The user was advised not to use the unit, which will be returned for evaluation.

Manufacturer narrative:
Evaluation: the unit was received dirty and was tested as received. It passed all performance tests. The complaint could not be confirmed.